Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, back pain and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), anxiety ("anxiety / mental anguish"), depression ("depression"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("gastrointestinal or digestive system condition:abdominal bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ tlh, unspecified date unilateral oophorectomy - right). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal distension had resolved, the menstrual disorder, fatigue, depression, headache, dysmenorrhoea and dyspareunia outcome was unknown and the migraine and anxiety was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left side. The inserts was in good position with 4 trailing coils on the right side. The patient tolerates the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, back pain and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), anxiety ("anxiety / mental anguish"), depression ("depression"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("gastrointestinal or digestive system condition:abdominal bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ tlh, unspecified date unilateral oopherectomy - right). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal distension had resolved, the menstrual disorder, fatigue, depression, headache, dysmenorrhoea and dyspareunia outcome was unknown and the migraine and anxiety was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left side. The inserts was in good position with 4 trailing coils on the right side. The patient tolerates the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : dysmenorrhea,menorrhagia. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs+mr received, reporter added lot number added, event added as: anxiety, dysmenorrhea, headaches, abnormal bleeding(vaginal, menorrhagia), abdominal distenstion. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 35-year-old female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, back pain and dysfunctional uterine bleeding. Concomitant products included alprazolam, citalopram, ethinylestradiol;norgestimate (sprintec), hydrocodone, ibuprofen (advil), levothyroxine, sumatriptan (imitrex), topiramate (topamax) and tramadol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety / mental anguish/ psychological injury"), depression ("depression"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 16 days after insertion of essure. In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition:abdominal bloating"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ tlh, unspecified date unilateral oophorectomy - right). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal distension had resolved, the menstrual disorder, fatigue, depression, headache, dysmenorrhoea and dyspareunia outcome was unknown and the migraine and anxiety was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left side. The inserts was in good position with 4 trailing coils on the right side. The patient tolerates the procedure well. Patient received treatment for events- pelvic pain female, vaginal haemorrhage, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Lot number: 675117 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 35-year-old female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, back pain and dysfunctional uterine bleeding. Concomitant products included alprazolam, citalopram, ethinylestradiol;norgestimate (sprintec), hydrocodone, ibuprofen, levothyroxine, sumatriptan (imitrex), topiramate (topamax) and tramadol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety / mental anguish/ psychological injury"), depression ("depression"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 16 days after insertion of essure. In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition:abdominal bloating"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ tlh, unspecified date unilateral oopherectomy - right). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal distension had resolved, the menstrual disorder, fatigue, depression, headache, dysmenorrhoea and dyspareunia outcome was unknown and the migraine and anxiety was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left side. The inserts was in good position with 4 trailing coils on the right side. The patient tolerates the procedure well. Patient received treatment for events- pelvic pain female, vaginal haemorrhage, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 35-year-old female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, back pain and dysfunctional uterine bleeding. Concomitant products included alprazolam, citalopram, ethinylestradiol;norgestimate (sprintec), hydrocodone, ibuprofen, levothyroxine, sumatriptan (imitrex), topiramate (topamax) and tramadol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety / mental anguish/ psychological injury"), depression ("depression"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 16 days after insertion of essure. In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition:abdominal bloating"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ tlh, unspecified date unilateral oopherectomy - right). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal distension had resolved, the menstrual disorder, fatigue, depression, headache, dysmenorrhoea and dyspareunia outcome was unknown and the migraine and anxiety was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left side. The inserts was in good position with 4 trailing coils on the right side. The patient tolerates the procedure well. Patient received treatment for events- pelvic pain female, vaginal haemorrhage, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (underwent partial hysterectomy). At the time of the report, the pelvic pain, menstrual disorder, migraine, anxiety and fatigue outcome was unknown. The reporter considered anxiety, fatigue, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.